Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient programmed a temporary basal rate at 200% and laid the infusion device on a tissue. No insulin was delivered and 200% of 0.0 i.u. Was displayed. On (B)(6) 2023, the patient changed the battery and the insulin delivery started normally. The basal profile number 1 was verified and active. When 0.0 i.u. Was displayed on the infusion device, there was also basal profile number 3 visible as well, indicating the basal profile number 3 was active. The patient never changed the basal profile. The patient reported that the infusion device must have switched the basal profile on it's own.